Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred for an unknown duration. Data was evaluated and the allegation was confirmed as a loss of connection. The probable cause could not be determined. The reported event of a signal loss for an unknown duration is reportable based on the finding of a signal loss greater than one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.